Manufacturer narrative:
Note: (B)(6) lot number 01430000 which is cordis lot number 01430000. Per (B)(4): (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430000. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization of right (B)(4) junction ruptured aneurysm using balloon assistance and 3 aneurysm coils (non-cordis products) there was intra procedural thrombosis of the right internal carotid artery siphon. Attempts at revascularization were made using the concentric clot retriever, intra-arterial vasodilators and thrombolytics, the penumbra aspiration system, and enterprise vascular remodeling device (enf453712/lot uni). Following deployment of the enterprise device a small amount of carotid siphon and middle cerebral artery perfusion was noted. Additionally, after the enterprise stent was placed, attempts to cross the stent for additional treatment were unsuccessful. Given the patient's recent subarachnoid hemorrhage and intra-cranial procedures additional attempts at revascularization or more thrombolytics were not felt to be advisable. Approximately three weeks after the index procedure, angiography performed following repeat angioplasty of the upper cervical segment at the carotid canal shows persistent narrowing of a segment with some improved diameter. There continues to be more stasis of contrast within the aneurysm. The tines at the proximal end of the enterprise are less well defined, and it appears that a portion of the proximal stent may have been displaced upward to just above the narrowed segment.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After placement of the stent, there was some question of whether a small thrombus was present at the carotid canal. If there was a thrombus, it was most likely present before stent placement in the dissected area, and the enterprise was deployed over the thrombus. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of a right internal carotid dissection, the enterprise 28mm stent (enf452812/ 01430000) was deployed from the mid petrous internal carotid into the upper cervical internal carotid. Post deployment arteriography performed. This showed some improvement in the diameter of the narrowed segment in the upper cervical internal carotid at the carotid canal but still considerable narrowing. There was now only flash filling of the a2 segment. A 4x12mm balloon was advanced over the microwire into the upper cervical internal carotid. Angioplasty was performed of the carotid canal entrance. Post-dilatation arteriography showed continuing narrowing in the upper cervical carotid. This region was dilated again with the balloon with some improvement in the diameter and perfusion of the a2 segment. An expert stent, 6x40mm, was then advanced to the proximal end of the enterprise stent and deployed. Post deployment arteriography performed. This showed continued narrowing at the proximal carotid canal. Exchange was made to the 4mm balloon. The narrowed segment was again dilated with a 4mm balloon. Reopro, 10 mg, was infused intra-arterially through the guiding sheath at this point because of the question of whether or a small thrombus was present at the carotid canal. The final post angioplasty internal carotid arteriogram shows much slower filling of the aneurysm there is rapid antegrade flow through the internal carotid: the narrowed segment at the entrance to the carotid canal has an approximately 58% stenosis frontal projection and 48% stenosis in the lateral projection. There is good filling of the a1 and m1 segments, and of the anterior communicating artery and the left a2 segment, indicating improved hemodynamics. Again noted is the poor definition of the lower end of the enterprise stent suggesting that this portion may have been pushed upward slightly into the carotid canal just above the narrowed segment, but no interference of flow.

Manufacturer narrative:
During off label use of the enterprise vrd for treatment of the petrous portion of a right internal carotid artery dissection, there was decreased distal flow possibly related to the presence of thrombus. An additional sent was placed proximally and angioplasty was performed with administration of reopro. Additionally, it was noted that there was slight upward displacement of the proximal end of the enterprise stent with no interference in internal carotid artery flow. At the conclusion of the procedure, there was improvement in perfusion of the right internal carotid. The (B)(6) female involved in a high speed motor vehicle accident was found to have bilateral internal carotid artery (ica) dissections after she developed a large left sided embolic stroke. She underwent decompressive left craniectomy. Due to serial scans indicating that the carotid dissections were increasing bilaterally with worsening of the carotid narrowing, the patient was transferred for definitive treatment/carotid stent placement. Additional pre-index stenting procedure history included, cerebral edema, epilepsy, acute respiratory failure, aspiration pneumonia, and bilateral hemopneumothoraces, e.coli uti, and lefort (facial) fractures. Baseline right ica angiography demonstrated a dissection of the upper ica beginning approximately 4cm below the carotid canal and a 10mm diameter aneurysm protruding posteriorly from the cervical ica approximately 3cm below the carotid canal. The ica above the aneurysm extending to the carotid canal was uniformly narrowed by the dissection with the tightest point within the carotid canal as it turns horizontally. There was antegrade filling of the ica into the intracranial vessels with anterior and middle cerebral artery distributions and filling of the a1 and a2 segments of the right with no crossover filling. The 28mm enterprise vrd was deployed from the mid petrous ica into the cervical ica. After stent deployment, there was some improvement in the diameter of the narrowed segment; however, there was only flash filling of the a2 segment. Angioplasty of the carotid canal entrance was performed and a noncodman expert stent was placed proximal to the enterprise. Angioplasty of the narrowing followed by administration of reopro was performed since after placement of the stents, there was some question of whether a small thrombus was present at the carotid canal. It was reported that if there was a thrombus, it was most likely present before stent placement in the dissected area. If there was a thrombus, which as reported was never truly clear, the enterprise was deployed over it. The narrowed segment was again dilated followed by reopro. With final post angioplasty internal carotid arteriogram the baseline stenosis of approximately 85% was reduced to 48%-58% with good filling of the a1 a2 and m1 segments as well as the left a2 indicating improved hemodynamics. Again noted was the poor definition of the lower end of the enterprise stent suggesting that this portion may have been pushed upward slightly into the carotid canal just above the narrowed segment. There was no interference of flow. The plan was to follow the patient in the ICU for evolution of the untreated left ica dissection. Given the cross filling of the left a2 segment after the stenting on the right side it was felt that if there were further hindrance of flow on the left, the right carotid flow would be able to perfuse the left hemisphere. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430000. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise vrd which the IFU outlines is indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery remains implanted. Usage other than the approved labeling may involve risks not described in the labeling. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries and deployment of the enterprise vrd in the dissected vessel may have result in embolization of existing thrombus resulting in decreased distal flow. Based on the available procedural information, it is possible that device interaction post stent placement may have contributed to the dislocation of the proximal end of the enterprise vrd. Procedural factors including off-label use and vessel/lesion characteristics appear to have contributed to the events which as outlined in the IFU are possible adverse events associated with the use of the enterprise vrd in the intracranial vasculature. With review of the available information and the device history records there is no indication of any device design or manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Selective arteriography of the right common carotid, right internal carotid, left common carotid, and left internal carotid arteries. Planned procedure is placement of an enterprise stent in the petrous right internal carotid and an expert stent in the high cervical right internal carotid. Clinical history: the patient was involved in high speed rollover accident, and was found to have bilateral internal carotid dissection after she developed a large left-sided embolic stroke. Five days ago, she underwent decompressive left craniotomy. Also, the patient has tracheostomy and gastrostomy tube. Serial scans indicate that the carotid dissections are increasing bilaterally. Patient transferred from denver health medical center to our institution for stenting. Under sterile conditions and heavy sedation with the patient paralyzed, puncture was made of the right common femoral artery and a 4 french sheath inserted. A 4 french glide catheter was used to perform selective arteriography of the right common carotid and right internal carotid arteries, followed by the left common carotid and left internal carotid arteries. Findings: selective arteriography of the right common carotid showed that the carotid bifurcation is intact. The carotid bifurcation is normal with 0% stenosis by nascet criteria. The aneurysm in the upper cervical internal carotid is evident. There is antegrade flow through the internal carotid to perfuse the intracranial vessels. There is filling of the right a1 and a2 segments with no crossover flow. Selective arteriography of the right internal shows a dissection of the upper internal carotid beginning approximately 4 cm below the carotid canal. There is an aneurysm protruding posteriorly from the cervical internal carotid approximately 3 cm below the carotid canal. The aneurysm measures approximately 10 mm in diameter. The internal carotid above the aneurysm extending to the carotid canal is uniformly narrowed by the dissection. The tightest point is within the carotid canal as it turns horizontally. The stenosis is approximately 85% by nascet criteria. There is antegrade filling of the internal carotid into the intracranial vessels. The anterior and middle cerebral artery distributions are normal. There is filling of the a1 segment and a2 segment of the right with no crossover filling. The venous phase is normal. Selective arteriography of the left common carotid shows a normal bifurcation with 0% stenosis by nascet criteria. The internal carotid is of slightly small-diameter beginning just distal to the bulb. There is a dissection in the upper cervical internal carotid with an associated aneurysm. There is antegrade flow through the internal carotid to perfuse both the anterior and middle cerebral arteries. There is perfusion of the a1 and a2 segments with no crossover fiow to the right a2. Selective arteriography of the left internal carotid shows narrowing of the internal carotid beginning approximately 4 cm below the carotid canal due to a dissection. There is an aneurysm immediately above the origin of the dissection extending posteriorly and upward from the carotid lumen. The aneurysm measures approximately 10 x 17 mm. The dissection narrows the internal carotid distal to this aneurysm. The maximum narrowing is in the vertical portion of the internal carotid at the beginning of the carotid canal. The narrowing measures approximately 66% by nascet criteria. The intracranial branches of the anterior and middle cerebral arteries are normal. The venous phase is normal conclusion: bilateral internal carotid dissection with severe narrowing of the internal carotid on each side at the level of the carotid canal with bilateral aneurysms of the carotid in the mid-portion of the dissections. There is antegrade flow through each internal carotid with perfusion of the a1 and a2 segments on each side and with no crossover flow. Stent placement: we chose to treat the right internal carotid dissection first. We recognized we would use an enterprise stent as an off label use for the petrous portion of the internal carotid. We notified the director of the irb that we were about to use the enterprise stent for this purpose because no other approved technology was available for this clinical situation. Consent was obtained from the patient's mother for use of either an enterprise stent or neuroform stent as an off label use. The specific consent forms for each of these stents was signed by the patient's mother and she was given a copy of each. Exchange was made to a 5 french shuttle sheath which was advanced into the right internal carotid. Under road mapping a transend guidewire was advanced through the dissection into the cavernous carotid. Over this a prowler select plus microcatheter was advanced to the cavernous carotid. An enterprise stent 28mm was deployed from the mid petrous internal carotid into the upper cervical internal carotid. Post deployment arteriography performed. This showed some improvement in the diameter of the narrowed segment in the upper cervical internal carotid at the carotid canal but still considerable narrowing. There was now only flash filling of the a2 segment. A 4 mm x 12 mm balloon was advanced over the microwire into the upper cervical internal carotid. Angioplasty was performed of the carotid canal entrance. Post-dilatation arteriography showed continuing narrowing in the upper cervical carotid. This region was dilated again with the balloon with some improvement in the diameter and perfusion of the a2 segment. An expert stent, 6 mm x 40 mm, was then advanced to the proximal end of the enterprise stent and deployed. Post deployment arteriography performed. This showed continued narrowing at the proximal carotid canal. Exchange was made to the 4 mm balloon. The narrowed segment was again dilated with a 4 mm balloon. Reopro, 10 mg, was infused intra-arterially through the guiding sheath at this point because of the question of whether or a small thrombus was present at the carotid canal. The microwire and balloon catheter were removed. A final arteriogram was performed of the right internal carotid artery through the guiding sheath. The shuttle sheath was exchanged for a short 5 french sheath. Arteriography performed through the sheath over the right common femoral. A decision was made not to use a closure device but rather to leave the sheath in place overnight. Findings: arteriography through the guiding sheath after deployment of the enterprise stent shows continued severe narrowing of the upper cervical carotid into the carotid canal. Arteriography following angioplasty of the proximal carotid canal and upper internal cervical carotid shows continued narrowing of the cervical carotid just above the aneurysm. There is no change in the filling of the aneurysm: there is less filling of the a1 segment at this point arteriography following the second angioplasty of the upper cervical internal carotid shows continued narrowing of the segment. There is no filling of the a1 segment. Arteriography following deployment of the expert stent shows that the segment of internal carotid above the aneurysm is now of much improved caliber: the aneurysm fills and empties more slowly: there is a short persistent narrowing in the distal most cervical internal carotid and proximal carotid canal there is filling of the a1 and a2 segments. Arteriography following repeat angioplasty of the upper cervical segment at the carotid canal now shows persistent narrowing of a segment with some improved diameter. There continues to be more stasis of contrast within the aneurysm. The tines at the proximal end of the enterprise stent are less well defined. It appears that a portion of the proximal stent may have been displaced upward to just above the narrowed segment the final post angioplasty internal carotid arteriogram shows much slower filling of the aneurysm there is rapid antegrade flow through the internal carotid: the narrowed segment at the entrance to the carotid canal has an approximately 58% stenosis by nascet frontal projection and 48% stenosis in the lateral projection by nascet criteria. There is good filling of the a1 and m1 segments, and of the anterior communicating artery and the left a2 segment, indicating improved hemodynamics. Again noted is the poor definition of the lower end of the enterprise stent suggesting that this portion may have been pushed upward slightly into the carotid canal just above the narrowed segment. There is no interference of flow. Conclusion: improvement in perfusion of the right internal carotid with placement of an enterprise and an expert stent. Plan: patient will be followed in the intensive care unit to see evolution on the left internal carotid dissection. Given the cross filling of the left a2 segment after stenting on the right side, it was our feeling that if there were further hindrance of flow on the left, the right carotid flow would be able to perfuse the left hemisphere: additional information will be submitted within 30 days of receipt.